Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: investigation summary it was reported that on (B)(6) 2025, the patient underwent orif surgery for lateral humeral supracondylar fractur with the unknown locking screw. The surgeon fixed the fracture with va lcp dhp lateral plate. As there was a slight under bend, the distal part was fitted with the proximal part raised, and the distal screw was inserted. The raised proximal part was pulled in with a cortical piece, and the remaining locking screws were inserted. There was a possibility that the distal and most proximal screw was protruding into the articular surface, so when an attempt was made to remove the screw in order to change the screw size, the screw broke at the boundary between the screw head and the threaded part. As no impingement was confirmed in the part protruding into the articular surface, removal of this screw was abandoned, and the surgery was completed successfully within 30 mins of delay. It is suggested that the cause of the breakage was the stress placed on the distal locking screw that had been inserted earlier when the proximal part was pulled in with the cortical piece. No further information is available. The product was not returned to j&j medtech orthopedics'; however, photos were provided for review. (B)(6) hospital. The device associated with this report was not returned to j&j medtech orthopedics for evaluation. The photographs attached were reviewed, however the image quality is poor and no observations pertaining to the nature of the reported event could be identified. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs are insufficient to draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopedics' quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown; therefore a device history review could not be performed. If more information become available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for lateral humeral supracondylar fracture with the unknown locking screw. The surgeon fixed the fracture with va lcp dhp lateral plate. As there was a slight under bend, the distal part was fitted with the proximal part raised, and the distal screw was inserted. The raised proximal part was pulled in with a cortical piece, and the remaining locking screws were inserted. There was a possibility that the distal and most proximal screw was protruding into the articular surface, so when an attempt was made to remove the screw in order to change the screw size, the screw broke at the boundary between the screw head and the threaded part. As no impingement was confirmed in the part protruding into the articular surface, removal of this screw was abandoned, and the surgery was completed successfully within 30 mins of delay. It is suggested that the cause of the breakage was the stress placed on the distal locking screw that had been inserted earlier when the proximal part was pulled in with the cortical piece. No further information is available.